Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the sub-water supply channel, but the foreign object could not be identified. No physical damage was observed where foreign matter remained. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The detection method is described in the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection and preventive measures are described in the instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the colonovideoscope had poor cementing of the bending section cover and bending tube and angulation wires needed adjusting. Here were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the jet tube had a whitish foreign material inside. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: objective and light guide lens adhesive worn; bending section cover or distal sheath rubber adhesive detached; switch box has a scratch; and scope cover has a scratch; scope connector unit has a scratch; scope connector cover unit has a scratch; scope connector case unit has a scratch; angulation is out of specification; angulation is play; plastic distal end cover has a scratch; adhesives around objective lens has a pinhole; adhesives around lens guide lens has a pinhole; and bending tube is damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.